Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the harvester removed the hemopro for the nurse to clean. She took the tissue welder out from the cannula, cleaned it then went to push it back in the cannula but felt a little resistance. She pushed it through and the silicone boot cover on the jaws tore off. This same unit was used to complete the procedure on the last few branches. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw coating had been cracked and had lifted from the jaw. The burn marks on the jaw boot and the discoloration of the heater wires are typical conditions for a used device. The reported failure was confirmed. (B)(4).